Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer cleaned the speaker holes and the cartridge was reloaded and insulin delivery was resumed.